Manufacturer narrative:
Mindray service representatives replaced the units main board and power supply. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported a spectrum monitor was displaying erratic ECG, which may have impacted ECG monitoring. No patient injury was reported.